Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the device is affecting their left leg, the implant site on the left hip hurts and the device is not helping the patient's symptoms. Patient said their leg goes numb and the pain goes up and down their leg all the time when they walk. Patient said the ins is sticking out and they can move it. Patient increased stimulation and they felt a shock through their whole body. Patient said they have tried changing programs. Patient talked to the healthcare provider (hcp) about these issues and was told to give it time which was a year ago. Patient was 187 lbs when the device was implanted and now the patient is 130 something. The patient was suggested to turn stimulation off. The call was disconnected. No further complications were reported.